Event description:
It was reported that the pump miscalculated boluses. Customer¿s blood glucose level ranged from 88-89 mg/dl. At the time of the report, the customer was instructed by tandem technical support to enter a 50 gram bolus request and the pump accurately calculated the bolus amount. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.